Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a prong missing from the power cord. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the missing ground prong. To address the issue the fse replaced the reel, ac power cord, domestic, tdk lambd (0012-00-1688-21). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. Corrected field: h6 (investigational findings and remove code 3331 from type of investigation). The defective components were received for further investigation. The failure analysis and testing dept. Verified the power cord reel assembly has physical damage (missing ground lug.). Fat is unable to install the power cord reel assembly into cardiosave test fixture serial number as per specifications of the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the power cord reel assembly failure "missing ground lug". Suspected manufacturing defect considering similar failures have been observed in the past. Retaining the power cord reel assembly in the fat dept. Per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.